Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, while suturing the patient's wound, it was found out that the needle was polished unevenly and had a barb, which increased the patient's pain and damaged the tissue mucosa. Surgeon replaced the suture to resolve the issue.